Event description:
Patient reported receiving e7 (electronic error) alarm. He replaced the power pack and the infusion device displayed a "77" and "3.00." Patient changed the power pack a second time and the infusion device functioned properly until he placed in into the "run" mode. The e7 alarm recurred. Patient did not report any physiological effects associated with this issue. He indicated that the was aware if the power pack recall, but was not very good at changing the power packs every two weeks as recommended. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.